Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon ruptured occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.0mmx150mmx150cm (4f) sterling¿ balloon catheter was advanced for pre-dilatation. However, during the third inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another 5.0mmx150mmx150cm (4f) sterling¿ balloon catheter. No patient complications were reported.